Manufacturer narrative:
The technician isolated the issue to the j-box circuit board. He replaced the j-box circuit board to repair the bed.

Event description:
Information received indicates the nurse call is not working from the bed.